Event description:
It was reported that, during a meniscus repair, the fast-fix simultaneously deployed both anchors, t1 and t2. They cannot secure at the articular cavity. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of implant drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. A visual inspection found the device was returned with the suture and t1 attached to the needle. T2 was not returned. The actuator was in the pre t1/post t2 position. T1 was broken in half, the suture where t2 should have been attached was frayed. A functional evaluation found the device cycled as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive force when removing the implants. No containment or corrective actions are recommended at this time.